Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smartablate generator. During ablation as they stopped pressing the foot pedal, the generator continued to ablate. The ablation was stopped manually. A spare foot pedal was used to continue the procedure. This issue was then resolved. The procedure was completed with no patient consequence. Since the ablation continued after they stopped pressing the footpedal, this issue was assessed as a reportable malfunction as there was a potential risk to the patient.

Manufacturer narrative:
Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes (evaluation codes) will be added until the biosense webster system is also updated. (B)(4). It was reported that a patient underwent a procedure with a smar-tablate generator. During ablation as they stopped pressing the foot pedal, the generator continued to ablate. The ablation was stopped manually. A spare foot pedal was used to continue the procedure. This issue was then resolved. The procedure was completed with no patient consequence. Repair follow-up was performed. A new foot pedal was provided. The old one was not repaired as it was destroyed at the customer¿s site. The complaint was unable to be confirmed. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
On august 15, 2016, information was received by the device manufacturer that the product would be analyzed as it had been received. The investigational analysis has now been completed. See "evaluation summary". Method - actual device evaluated. Results, conclusion - no failure detected, device operated within specification. (B)(4). It was reported that a patient underwent a procedure with a smartablate generator. During ablation as they stopped pressing the foot pedal, the generator continued to ablate. The ablation was stopped manually. A spare foot pedal was used to continue the procedure. This issue was then resolved. The procedure was completed with no patient consequence. The foot pedal was evaluated and no error was found. The device was found within specification. The instructions for use (IFU) of the foot pedal states clearly that the foot pedal must not be present/used in the stereotaxis¿ rmt lab. The IFU indicates that it can otherwise lead to an unintentional delivery of energy. All users of the smartablate system in the stereotaxis¿ rmt lab were informed of this separately and have confirmed their acknowledgment in writing. Contrary to the statement in the IFU, the foot pedal has been connected in the stereotaxis¿ rmt lab to the smartablate system. The incident was thus caused by the user. The device history record review (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.